Manufacturer narrative:
Correction: lot number and manufacturing date updated. Manufacturer narrative: examination of two returned used device 60-6085-202a found that the balloons could be inflated when air was applied with a syringe and would deflate as well. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 17 complaints, regarding 19 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised to remove the vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report #mw5166817 on 6mar25. The current complaint database has been researched for this event and there were no findings. The report was found to be written against 60-6085-202a, lg, uterine manipulator, device. It was stated that the device was being used during a robotic hysterectomy on (B)(6) 2025. The report stated, ¿at the beginning of the procedure, a robotic hysterectomy, a uterine manipulator was placed. The balloon was not able to be deflated. We opened another large manipulator, and the balloon would not inflate. We opened a medium size, and the balloon also would not inflate and deflate. Three manipulators had a balloon inflation/deflation malfunction. The fourth medium manipulator worked, and procedure continued without further incident. All three malfunctioning manipulators were removed from the field.¿. A good faith effort was completed in attempts to gain more information from the author of the medwatch report; however, to date the author has not responded. The document is marked as injury to the patient; however, the code used by the author is for no clinical signs, symptoms, or conditions for patient. An injury is not reported in the supporting documentation. A 60-6085-202a, lg, uterine manipulator and 60-6085-201a, medium, uterine manipulator, devices experienced no inflation when tested and will be listed as concomitant devices as these devices are not reported as having been used on the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence. Update: (B)(6) 2025, follow up assessment found that there was no report of injury to the patient. The patient transferred to pacu in stable condition. There was no extended stay for the patient. The procedure was completed without any delay.

Event description:
This complaint was created due to the receipt of a medwatch report #mw5166817 on march 6, 2025. The current complaint database has been researched for this event and there were no findings. The report was found to be written against 60-6085-202a, lg, uterine manipulator, device. It was stated that the device was being used during a robotic hysterectomy on (B)(6) 2025. The report stated, "at the beginning of the procedure, a robotic hysterectomy, a uterine manipulator was placed. The balloon was not able to be deflated. We opened another large manipulator, and the balloon would not inflate. We opened a medium size, and the balloon also would not inflate and deflate. Three manipulators had a balloon inflation/deflation malfunction. The fourth medium manipulator worked, and procedure continued without further incident. All three malfunctioning manipulators were removed from the field." A good faith effort was completed in attempts to gain more information from the author of the medwatch report; however, to date the author has not responded. The document is marked as injury to the patient; however, the code used by the author is for no clinical signs, symptoms, or conditions for patient. An injury is not reported in the supporting documentation. A 60-6085-202a, lg, uterine manipulator and 60-6085-201a, medium, uterine manipulator, devices experienced no inflation when tested and will be listed as concomitant devices as these devices are not reported as having been used on the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.